Manufacturer narrative:
Device evaluated, visual inspection performed and found the top case was cracked front corner. The battery was missing. Unable go into event history log due to blank screen and constant alarm was found at power up. Blank screen and constant alarm was found at power up. The cause is due to incomplete upload process from base to head by customer. Blank screen with constant alarm found caused by incorrect process for software update. Software was updated to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the pump alarm is going off constantly. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.